Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there were 100 tubes with gel smeared in the upper part of the tube. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes. D.4. Returned to manufacturer on: 2024-mar-05. H.6. Investigation summary: bd received 150 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for gel smearing with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of gel smearing was not observed. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there were 100 tubes with gel smeared in the upper part of the tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to gel smearing as all samples met specifications. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there were 100 tubes with gel smeared in the upper part of the tube. There was no report of impact to patient or user.